Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported experiencing difficulty while implanting impella cp in a patient of undetermined gender or age, for mechanical circulatory support due to patient going into ventricular tachycardia and ventricular fibrillation every time placement was attempted. Ultimately the medical team aborted the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.